Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed on the photograph and noted fluid inside of the overpouch, suggesting a leak had occurred. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported problem was confirmed. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that infusion line of a large volume infusor detached from the device, leading to a leak. This was identified by the patient prior to use. The device had been filled with 6000mg cefazolin in 0.9% sodium chloride solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.